Manufacturer narrative:
Complaint confirmed, the plate broke in the middle of the 2nd oblong hole. The plate was found to be bent on both ends of the fracture. The relevant critical dimensions were found to meet specifications. Per the event description, likely causes are patient non-compliance and/or improper post-op instructions.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that after a initial surgery on (B)(6) 2021 the plate broke into two pieces on (B)(6) 2021. The patient reported that no special movement was done. 21-sep-2021 update: further information were provided that the initial surgery was a plating of a fracture of the clavicula. 22-sep-2021 update: further information were provided that the revision was performed to retrieve the broken plate and the that the surgeon has treated the patient with a new plate.